Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal fentanyl. The dose and concentration were unknown. The indication for use was non-malignant pain. It was reported the patient was to undergo an MRI. The procedure was noted to be ¿not due to a problem with the device or therapy.¿ the scan was being done for leg weakness. However, after looking into the notes more for this patient, the hcp noted they said "decreased power due to pump malfunction". The hcp had no context to give behind this statement when asked further. It was unknown if this was a sudden or gradual change in therapy/symptoms. The hcp did not know when the leg weakness began. It was noted that radiology was insistent to have manufacturing representative present at the hospital for the patient MRI.